Event description:
Pt underwent cataract surgery on 3/20/96, and implantation of a staar model aa-4203vf intraocular lens. However, the dr stated that after lens insertion he noticed the lens was torn. The surgeon noticed a small rent in the posterior capsule and vitreous was presented in the capsule. He removed the lens, did an anterior vitrectomy and implanted a pmma lens.